Event description:
It was reported that the patient underwent a revision approximately 6 years and 9 months post-implantation due to metallosis, high metal ions, and pain. During the revision noted soft tissue erosion, complete erosion of the abductor tendon and scar tissue. The head was exchanged and bearing placed without complications. The cup and stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 139254 lot# 057960 m2a-magnum 42-50mm tpr insrt-3 cat# 11-104210 lot# 621910 mlry-hd lat por fmrl 10x155mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.